Manufacturer narrative:
Investigation summary: the hazard reported in this complaint was unable to be confirmed during evaluation. There was no evidence of any failure with the image. No evidence of a component defect or manufacturing-related issue was identified; thus, root cause cannot be determined. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It's been reported the scope had no image and incompatible head. No death or (unanticipated) serious deterioration in state of health reported.